Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'upstream occlusion alarms' was not reproduced. A review of the event history log (ehl) revealed 'upstream occlusion alarms' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor out of range. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had upstream occlusion alarm. This occurred during testing at the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.